Manufacturer narrative:
Concomitant medical products: patient medications: insulin, calcium-vitamin d, trulicity, fish oil, levemir, prinivil, zestril, glucophage, multivitamin, aleve, and zocor. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include reoperation. In addition, the IFU states key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Computed tomography images dated (B)(6) 2019, were sent to gore imaging services for evaluation. Per the evaluation there appears to be compression of the proximal end of the implanted device. There appears to be significant thrombus present outside of the implanted device. There appears to be thrombus within the implanted device of the common iliac arteries. There appears to be adequate flow in the aorta, bilateral common iliac arteries and bilateral external iliac arteries distal to the area of compression at the proximal end of the graft.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient presented emergently and computed tomography images dated (B)(6) 2019, revealed the proximal graft (rlt231412/ 13153650) had collapsed due to a fair amount of thrombus in the aortic neck that had hardened. There was still flow through the device and sufficient flow distally. The physician reintervened on (B)(6) 2019, ballooned the area several times and implanted a palmaz stent. The collapsed area was opened and the patient tolerated the reintervention.